Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of no delivery alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he has been receiving no delivery alarm from his pump and had to switch back to the pen and does not have the pump with him at the moment. The customer stated that the no delivery began about 5 days ago when he tried to rewind the pump and fill the tubing, the no delivery alarm occurred. The customer will call back to troubleshoot.